Event description:
While preparing to start an intravenous line on a patient during a 911 call, the 22g IV catheter was noted to have a structural deformity to the needle housing which resulted in the needle appearing to be bent at the base of where the catheter met the plastic housing. The needle itself was noted to not have any observable bend in it, rather once the housing was slid forward into a locking position, the needle reverted to a perpendicular position (to the needle housing) with no apparent issues otherwise. The needle was not used, and another was retrieved for use instead. This needle was not saved; however, photos were taken and are attached to this medsun report. Follow up: all other needles on the truck were checked for similar issues and none were found with these issues, including ones that matched the lot number. Two supervisors tested 3 other IV catheters and found that it takes great force in order to reproduce this occurrence. The cap as well as the hub of the catheter should be protecting that end of the plastic that is seated inside the catheter hub. They concluded that they do not believe this is anything that was done by our personnel. It could be a single occurrence from the factory. We have not heard of this happening from anyone else.